Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Third revision surgery due to the patient having dislocated; the surgeon decided to increase the offset and put in a constrained liner.